Event description:
Reporter alleged blood glucose results measured 385 mg/dl back to back with a result of 176 mg/dl performed within a few minutes of each other. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.